Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the oxygenator would no longer flow after flushing. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 12, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The actual sample was returned and visually inspected upon receipt with no obvious anomalies found such as break in the appearance. The sample was rinsed, dried, and built into a circuit. Bovine blood was circulated in the circuit, while the pressure drop was determined at each flow rate. The obtained values were confirmed to meet the factory's specification, and no obstruction was confirmed. It was also confirmed that it is possible to increase the blood flow rate up to 7l/min, which us the maximum blood flow rate for fx25. The blood channel was then flushed with water, and no clot was found inside the actual sample. Review of device history record and incoming inspection record of the involved product/lot number combination confirmed no indication of anomalies in them. The investigation results verified that the actual sample after having been rinsed was the normal product presenting no anomaly that could lead to a poor flow rate. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.